Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: during surgery the implant was fractured by the keller funnel.

Event description:
Healthcare professional reported via sales representative "during surgery the implant was fractured by the keller funnel."